Manufacturer narrative:
A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Although requested, the lens worn at the time of the event has not been returned. However, sealed product was returned. Those lenses were inspected and found to be in specification. The investigation of this event is ongoing.

Event description:
A consumer reported they experienced eye pain, itching, and blurred vision in both eyes while wearing their contact lenses. When the consumer removed their lenses from both eyes, they lenses were broken. Medical documentation received from the consumer indicated a central suppurative ulcer was detected in both eyes. The consumer was diagnosed with corneal ulcers. The consumer was prescribed tobramycin eye drops to use for 15 days.